Event description:
Surgeon reported that the design characteristics of the instrument, along with its sheath not sliding smoothly within the trocar during a laparoscopic cholecystectomy (gallbladder removal), led to the electrode prematurely emerging from its sheath; piercing the gallbladder. While no harm was done to the pt, as the gallbladder was being removed anyway, had a different body structure been involved the injury might have been serious. Characteristics cited by surgeon included bulky nature of electrosurgical cord, the way the sheath slides back and forth, and the tip not being curved.

Manufacturer narrative:
The instrument had been well maintained and was in excellent working order when returned. The design of this device has been used for years and has been always been compatible with this model and size of trocar without similar incident. From what the surgeon reported an apparent unexpected level of friction between the instrument and the trocar in which it was being inserted, due to the characteristics of the trocar, combined with the weight of the cord attached to the instrument led the surgeon to apply enough force to overcome the shield's detent and retract the shield as the instrument was being advanced, resulting in exposing the organ to the electrode tip prematurely.